Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of lo results (less than 20mg/dl). The customer's daughter ((B)(6)) is calling on behalf of the customer. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016 reviewed meter memory (B)(6). The customer is concerned about all of the results obtained from meter. The customer is calling due to a follow up letter customer has received from manufacturer and stated that the replacement meter is providing the same result of lo. Customer cannot find the replacement vial and continued to use the vial lot ps2309 from the initial complaint. The customer is testing three times a day (fasting) and the customer is taking medication for diabetes (metformin). The customer has not made any recent changes in diet, medication, or exercise regimen.